Event description:
Event description guidant received information that during the attempted implant of this this implantable pacemaker (ipm) into a pacemaker-dependent patient, normal ventricular pacing was observed upon insertion of the unipolar ventricular lead and placement of the device into the pocket. However, once the unipolar atrial lead was inserted into the header and placed in the pocket, ventricular pacing stopped and no pacing output was observed. Prior to the attempted implant, the chronic unipolar leads were tested with a pacing system analyzer and were found to be functioning appropriately. A new guidant pacemaker was subsequently implanted without incident using the chronic leads, and the ipm was returned for analysis.